Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis determined that the touchscreen malfunctioned and the stylus pen was out of calibration. The stylus assembly was calibrated and passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer cannot boot up. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus pen tested out of specification during manufacturer's analysis.